Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 5.3 mmol/l (aviva expert), 18.1 mmol/l (aviva), and 10.5 mmol/l (mobile). The same vial of strips were used with the aviva expert and aviva meters.